Manufacturer narrative:
.

Event description:
It was reported that a medical professional could no longer communicate with the generators when using his programming system. By using another programming system, the interrogation and programming were successful. Troubleshooting were performed but the issue persisted. A new wand and a motion tablet were provided to the facility. The return of the suspected handheld computer and wand is expected but they have not been received to date. Review of manufacturing records confirmed that both, the handheld computer and the wand passed all functional tests prior to distribution.

Event description:
The suspected handheld computer, the flashcard software and the wand were returned to the manufacturer on 01/02/2016 for analysis. Analysis of the returned handheld computer was completed and the reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the returned flashcard was completed and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis of the returned wand was completed and the reported allegation was not verified. No visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. The device met the specification requirements of the model 201 programming final electrical test. The wand performed according to functional specifications in the product analysis lab.